Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported nav-ring is no longer functional, and the screen does not work. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported nav ring is not functional issue, and the screen does not work. Manufacturer¿s field service engineer (fse) replaced the front panel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.